Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. There was no impact to customer's blood glucose. Reportedly, the customer declined further assistance with tandem's technical support.